Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20122.

Manufacturer narrative:
(B)(4). The complaint of ineffective stimulation for the 3151 leads was confirmed. Both leads had multiple electrical channels opens. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.